Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (a stop approximately 10cm from the entrance to the working channel) was confirmed due to a failed forceps passage check. Additional evaluation findings were as follows: there was foreign material of unknown origin in the biopsy channel, the channel cleaning brush check failed, the light guide cover glasses glue was chipped, the bending section cover glue was chipped and separated, the bending section was shortened, the connecting tube was scratched, the suction cylinder nut painting was peeling off, the universal cord had a scratch and a wrinkle, the up/down and right/left angulation was play and below specification, and the suction function failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera ii duodenovideoscope, there was a stop approximately 10cm from the entrance to the working channel. The event occurred during the therapeutic procedure (endoscopic retrograde cholangiopancreatography with biopsy). The procedure was completed with a similar device. There was a delay of about 15 minutes at the time with a patient under anesthesia. There was no patient harm associated with the event.